Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt had a severely angulated neck in excess of 60 degrees. Because of the neck angle, the contralateral leg component implanted on the right side "projected out." On imaging the marker ring on the contralateral side of the trunk-ipsilateral leg component appeared as a full circle. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2011, CT showed right iliac limb had moved proximally and the distal end was inside the aneurysm sac. Migration was approx 2.5 cm. On (B)(6) 2011, the pt underwent an endovascular intervention where two add'l gore excluder aaa endoprosthesis contralateral leg components were implanted to extend the right limb. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.